Manufacturer narrative:
H3: examination of the device in co's laboratory revealed several delamination disruptions in the free margin and belly of each cusp such as would occur during suture for these disruptions, the exact cause is uncertain. Host tissue overgrowth appeared to have encroached onto each cusp which would have resolted in stenosis of the effective orifice area, further disruptions in the hinge area of each leaflet and incomplete coaptation. The majority of the host tissue overgrowth had been removed prior to receipt. Mechanical injuries were noted in each cusp which appeared artifactual of explant. X-ray analysis revealed minor foci of calcification within the aortic wall of the right-coronary cusp. Additionally, stent distortion was noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was due to disruptions of an indeterminable source. These findings would account for the symptoms noted clinically. H6: 86 = x-ray

Event description:
Reported as device explanted due to worsening aortic valve regurgitation. No further information provided.